Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the recharger cord was damaged/frayed and was pulled out a bit where the cord meets the donut. The patient reported that they started getting an unknown error screen on the controller when trying to charge the ins that said to call medtronic. The patient reported that sometimes this would resolve by resetting the controller. The patient reported that the day before the call, the recharger got really hot while charging and only charged the ins 10% while draining the controller from 100% to 40% in half an hour. The patient was sent a replacement recharger, and when they received it, they were unable to connect to the ins. The patient saw a persistent ¿try again¿ screen. The patient reported that it took them 15 time to get the recharger to connect to the ins. The patient reported that the controller was not making a clicking sound when they saw the ¿looking for device¿ screen. The patient reported that the recharger was working ¿progressively worse¿ over the last 3 ¿ 4 days. The patient planned to call their healthcare provider (hcp) for troubleshooting. No symptoms or complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type: recharger; product ID: 97755; serial# (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger cord was frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.